Manufacturer narrative:
E1. Address: (B)(6). The device was not returned to olympus for evaluation and the field service engineer could not confirm the customer¿s allegation. The repair request was later canceled as it was reported the subject device is working appropriately. The reason for the reported error is due to a flooded scope. This event is still under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus that the evis exera iii xenon light source displayed error code b30. The event was noted during an unknown diagnostic procedure that was completed with a similar device. (Event translation: the image disappeared during the examination and error b30 appeared. The apparatus used to perform the examination has been checked - once it shows an image, and the next moment the e30 error appears). There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: communication error due to a combined leakage of water from a specific scope. Olympus will continue to monitor field performance for this device.